Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire breakage occurred. The lesion was located within a vein graft of the severely tortuous obtuse marginal (om) artery. The lesion was predilated with a 2.0mm x 12mm and a 1.5mm x 15mm maverick balloon catheter. Approximately 1.5 mm of the distal tip of the pt2 moderate support guide wire detached inside the body within the om. The distal vessel was too small to stent, and the guide wire tip remains in the pt. No further intervention was performed. The pt was asymptomatic during the event. No further pt injuries or complications were reported. Pt status is listed as "stable."

Manufacturer narrative:
Add'l model #: 300, straight, 1-pack. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.